Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr pfs and medical records received. Pfs alleges pain, loss of mobility, elevated metal ions, tissue damage, bursitis, anxiety, depression, abductor repair, metallosis, permanent limp and metal wear. There were no operative notes reported in the medical records. Doi: (B)(6) 2007 - dor: none reported (right hip). The patient has bilateral hip implants, please see (B)(4) for the left hip.